Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Reportedly, during prep of an absolute pro, there was difficulty removing the stylet so they pulled harder and this caused the sheath to be pulled away from the stent resulting in the stent prematurely deploying on the sterile table. The device was exchanged for another absolute pro and the procedure was completed without further issue. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device could not confirm the reported device issue. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. It should be noted in the delivery system preparation section of the absolute pro .035 biliary self-expanding stent system electronic instructions for use it states: hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.